Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed software error detected. The device failed the self-test during the call. The customer's parent also reported that they received a safety notice regarding the audio issue. They performed the audio test and did not hear the difference between audio volumes 1 and 5. The device failed the audio test. The customer's blood glucose was 49 mg/dl. Troubleshooting was declined for the low blood glucose. It is unknown whether auto mode was in use at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly. Pump error 53 found in the device history due to software error.